Event description:
A fisher paykel temperature probe normally attached to a fisher paykel humidifier was found to be dislodged causing a leak in the patient's ventilator circuit. This leak disrupted the airflow to the patient causing the patient to go into respiratory arrest. The puritan bennett ventilator alarmed, staff responded and resuscitated the patient. The cause for the temperture probe being dislodged is unknown. Temperature probes on other humidifiers were checked for correct fittingsinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, mechanical tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.